Manufacturer narrative:
Other applicable components are:product ID 977a260 lot# serial# unknown implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that they tested the lead with the multi-lead trialing cable (mltc), and impedances were fine. However, when the physician connected the lead to the implantable neurostimulator (ins) at the time of implant procedure, impedances were high and contacts 0, 8, 9, 14, and 15 were open. The rep noted that the surgery did have more blood than usual, and that the physician did wipe down the lead and made sure the setscrews were tight. The rep also mentioned that they ran impedances again at 3 volts, and contacts 0, 1, 2, 12, 13, and 14 were greater than 40,000 ohms with difference reference points. The rep stated that the physician was closing up the patient, so there was no chance of swapping the lead in each port, in order to see if the impedances followed the lead. Patient services told the rep that there is nothing more they can do at this point, other than to run the stimulation for a while to see if it mightbe a temporary impedance issue. No further complications were reported. Indication for use is unknown.